Event description:
Failure code 810:11 occurred. It was not specified if this failure occurred while infusing on a pt. No record of any pt incident involving the pump since the last baxter service event.